Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to try pressing the button with the tip of their finger while supporting the pump from the bottom, which led to successful activation despite the persistent difficulty. A replacement pump was warranted and arranged for dispatch, with instructions given for returning the problematic pump using a pre-paid label. The customer was knowledgeable about placing the pump in storage mode before its return and planned to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.